Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad button had normal response and normal spring back or click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok button was slow to respond to button presses and sometimes required more than one press to respond or would begin to scroll. The patient confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the ok button response issue.